Event description:
It was reported, the camera head encountered a disconnection. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. Device evaluation found that there was a broken wire in the camera cable. Additionally, other evaluation findings include the following: image distortion is occurring, malfunction in the imaging of the main unit, and main unit was flooded. Device history record (DHR) review: a DHR was reviewed and no issues that could have caused or contributed to the reported issue were found. Instructions for use (IFU): - when wiping the outer surface of the camera cable, do not wipe the cable. When wiping the outer surface of the camera cable, do not rub the camera cable strongly. The camera cable may break. The most probable cause of the complaint is cause traced to component failure. - if an abnormality occurs in the endoscopic image or function and it returns to normal spontaneously, the device may have already malfunctioned. If you continue to use the device as it is, the abnormality may occur again and the device may not return to normal. In this case, discontinue use immediately and slowly pull the endoscope out of the patient. Continued use of such an instrument may injure the patient or cause bleeding or perforation. - do not bump or drop the product. Do not bump or drop the product, as water leakage may damage the product's internal electric circuits. Based on the investigation results the root cause of the reported events cannot be identified. Olympus will continue to monitor the field performance of this device.